Event description:
Pt was being transported to shower room with nurse on the left side of chair and cna was on the back/right side of the chair. When nurse and cna took pt out in the hallway from their room, the front left crossbar separated from the joint and caused the chair to suddenly tilt down and forwards on the left side. Nurse and cna held pt body and arm as pt slid off the chair and onto the floor. Nurse and cna state at that point they had not realized that the crossbar had separated from the joint. Nurse and cna placed pt back into chair. Nurse and cna observed chair was leaning down and forward on the left side again.